Event description:
Related manufacturer reference number: 2017865-2025-16806. It was reported that patient presented for a procedure. It was noted that there were insulation damages on the right ventricular lead and the right atrial lead. The insulation damage was confirmed via x-ray. Both the leads were explanted. The patient was stable.